Event description:
It was reported via the customer that the bur was stuck in the attachment. It was subsequently reported that during testing conducted at the MFR that the bur was broken inside the attachment. It was also reported that it is unk if there was any pt involvement or adverse consequences as a result of this event.

Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specs were met. Part number and lot number info has not been provided to permit further investigation. The root cause is multi-factorial.